Manufacturer narrative:
Reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 03.037.022, lot: f-24342, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 09. July 2018. The device history record shows this lot of 108 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. Remark: nr is mentioned in the documents, this is a planned nc for the supplier sphinx in relation to a transfer project without influence on the product itself. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the returned drill bit was examined, and the distal tip was found to be broken and missing a fragment. The break is oblique and jagged. The broken off piece(s) were not returned. No new issues were identified on the other portions of the device. The returned device condition is consistent with the given complaint description; therefore, the complaint was confirmed. Document/specification review: relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture): no product design issues or discrepancies were observed during this investigation. Dimensional analysis: no dimensional analysis was able to be completed both due to the post-manufacturing damage at the distal end of the returned device and the fact that the broken fragment was not returned. Material analysis: the design specified the drill bit to be manufactured from 440a stainless steel material and hardened and tempered to 50 hrc +5/-0. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: while it is possible that any unintended excessive forces could have caused to complaint condition, a definitive root cause for the given complaint condition could not be determined from the provided information. During the investigation no unidentified issues were found. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during hip surgery, the cannulated stepped drill bits for trochanteric femoral nail advanced (tfna) broke apart. It is unknown if there was surgical delay. The procedure and patient outcome are unknown. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 2 for complaint (B)(4).